Event description:
It was reported through a journal article that one patient¿s highly congruent knee failed due to aseptic loosening of the tibial component and required reoperation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). B3 event date - ja published date. D4: attempts have been made to gather all product identification information and no further information has been provided. G2: literature - aseptic loosening. Kurina, s. J. H., j. D.; turkmani, a.; kerbel, y. E.; della valle, c. J. (2025). Comparing patient preference for highly-congruent versus cruciate-retaining inserts in bilateral knee arthroplasties. The journal of arthroplasty. 40; 2316-2319 https://doi.org/10.1016/j.arth.2025.03.074. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.